Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed the usm was inspected, but no faults could be identified. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue.

Manufacturer narrative:
Upon visual inspection, no issues were found to be related to the reported event. The distal setup joint (suj) was installed on a golden system in normal mode where error 23103 was triggered on screen and in the logs along with error 23105 thus replicating the event. The unit was then installed on patient fixture test platform (pftp) where it failed wrist encoder tracking tests. Re-gapped the encoder and re-tested it in which all relevant tests passed. As a result of these findings, failure analysis was able to conclude that the wrist zettlex encoder is the root cause.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: customer reported that the issue was identified after ports were placed. Contact person confirmed they disabled the arm and was able to complete the procedure. Contact person confirmed that they disabled the arm after ports were placed for the first procedure with dr. Brankin and did not attempt to the arm in the 2nd procedure at all. Patient demographics were not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) and the distal setup joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.